Event description:
Following a catheterization procedure, an angio-seal device was placed in a pt's right external iliac (which is not in accordance with the instructions for use). Sometime later a hematoma measuring 15cm x 7cm was noted. The pt was taken to surgery for vascular repair of the artery. As of 02/25/1998 there has been no further information provided to the manufacturer.